Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive the vessel sealer extend instrument to perform failure analysis (fa). Fa was able to reproduce/confirm the reported complaint. The instrument was found to have a pulley at the proximal end dislodged from its original position. The pulley connects to the grip cable to allow the grips to open and close. Additional observation(s) related to customer reported complaint: the instrument was found to have a dislodged pin. The instrument was found to have the pin outside of its original position at the proximal end. As a result, the instrument grips failed to open and close properly.

Event description:
It was reported that during a da vinci-assisted malignant hysterectomy surgical procedure, the vessel sealer extend (vse) instrument was used for a surgical task and would not open. Use of the instrument was discontinued, and it was replaced to the backup. The user completed the procedure using the same system. No known impact or patient consequence was reported.